Manufacturer narrative:
(B)(4). Device received unable to perform the displacement test due to missing or detached end cap noted.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage. Customer's blood glucose level was unknown. Customer reported that prior from the event the insulin pump had been dropped before. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.